Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. The belt was not able to run and detect and treat testing. Upon investigation the wires were broken, connecting the distribution node (dn) the root cause for broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.